Manufacturer narrative:
The device was not returned, however image and video were provided, and the complaint can be confirmed. Additionally, the device log was provided and evaluated, but the nonconformance cannot be confirmed as there was not enough information from the logs to investigate. No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
Additional product codes for the device include: dqk: computer, diagnostic, programmable. Qaq: adjunctive predictive cardiovascular indicator. Mud: oximeter, tissue saturation. Dxn: system, measurement, blood-pressure, non-invasive. Dsb: plethysmograph, impedance. Qms: adjunctive open loop fluid therapy recommender. Fll: thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the heart rate was not displayed on the hemosphere monitor, or it was displaying heart rate but showing unstable values such as 7 bpm or 14 bpm. The expected hr values were between 70 bpm and 90 bpm, similar to those shown by the patient monitor. There was no abnormality found in the waveform and it matched to the pressure value. The error message, alert sv heart rate signal missing, was displayed in the situation that hr values were not displayed. The issue was not considered to be affected by the patient condition. The analog cable was replaced, but no improvement was observed. No treatment was given to the patient based on the inaccurate values. No patient injury reported.